Event description:
Npb received info which suggests that a ks330 unit stopped cycling while in pt use. There was no pt injury. Dba best medical staff was unable to provide specifics of customer diagnosis and event details.

Manufacturer narrative:
Device was tested at received settings in excess of 6 hours and reported failure could not be duplicated. No other problems observed.